Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to an intracranial hemorrhage. Additional information was requested but has not been provided.

Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.